Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue occurs again.